Manufacturer narrative:
The device was evaluated. Device evaluation noted the reported customer issue was confirmed as damage on the bending tube curve rubber was observed. Due to a tear in the curved rubber watertightness was not maintained. Leak observed. Additionally, and as noted in section b5, illumination lens and objective lens adhesive joint came loose ,wear around the lenses were noted. Based on investigation results and device evaluation, reasonably known information suggests probable causes such as damage or deterioration of parts, physical stress, wear and tear attributed to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The device tracheal intubation fiberscope was returned to the service center for repair due to pinhole on the a-rubber bending section . During inspection of the device, adhesive joint of the objective lens and illumination lens were observed to be loose. There was no patient involvement in this reported event.